Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita enhanced meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, at 05:00pm, she obtained results of 38, 40 and 60mg/dl on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lfs criteria for precision. The patient does not take any medication to manage her diabetes. The patient reported that 10 minutes after the alleged inaccuracy occurred, she developed a symptom of sweat and that at 05:10pm self-treated with a glucagon injection. The patient also consumed orange juice, but did not specify when. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly suffered symptoms suggestive of a serious injury after the meter issue occurred.